Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient presented to the ed (emergency department) with an alarming pump and some symptoms consistent with baclofen withdrawal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics were performed. The patient was treated by the ed staff for withdrawal symptoms. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. On (B)(6) 2019, additional information was received from a company representative who reported that the ed physician was going to consult with neurology and possibly transfer the patient to another facility. On (B)(6) 2019 additional information was received from another company representative who reported that the patient was to have the pump replaced. During the procedure, a new pump was opened; however, on opening the patient to replace the pump, an infection was found. The existing pump and catheter were explanted, and the new pump was not used. The patient had nothing implanted following the procedure. No further complications were reported/anticipated.